Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the plug unit, a noise image occurred, leading to poor-quality image/no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope experienced a complete absence of visual signal in output, resulting in no image being displayed. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.